Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had system performance failure. A technical support specialist attached the relevant knowledge article after confirming the issue was resolved. Based on the customer¿s update, the tss acknowledged that the issue had been successfully addressed and obtained permission from the customer to proceed with ticket closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating with the server, resulting in patient records not populating on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.